Event description:
It was reported that the table is locking up and producing error codes. No patient injury reported.

Manufacturer narrative:
Ge representative evaluated system and found and replaced a faulty sensor interface board. System operates as intended.